Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer continued to use the pump for insulin therapy.